Manufacturer narrative:
Vyaire complaint number (B)(4). Additional information: d9, g3, g6, h2, h3, h6, h10. The affected sample was returned for evaluation, and reported complaint was able to be confirmed and duplicated. The root cause was determined to be a faulty r608. This is a known failure on main pcbas built before 21 april 2014 and addressed with crf 14-17.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed "vent inop", "motor fault", "low pip", "low ve", and " xdcr fault" immediately when powered on. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.